Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that following a lumbar fusion surgery, the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and stitches were added in the current pocket site to prevent movement. The physician suspected that the ipg was damaged by the electrocautery used during the said surgery. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940 001).